Event description:
Heart room staff report that during an open chest procedure on a pt, staff had attached external sterilizable paddles to the device. The pt went into a shockable rhythm during the procedure, the sterile drape was moved aside, and damp sterile gauze applied to the pt's chest. Reportedly, when an attempt was made to deliver a shock, the device alarmed and indicated energy fault. All connections on the defibrillator were checked and the shock attempt was repeated, with the same result. A back up set of external sterilizable paddles were obtained and care to the pt was continued. The pt was resuscitated. The reporter stated there were no adverse affects to the pt as a result of device operation. The reporter stated that after the case, staff tried to paddle set again and noted the energy fault indication on two different devices, the paddle set was removed from service.